Event description:
The user has been explanted due to a skin reaction and wound healing problems post-operatively.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely permanent skin reaction and wound healing problems post-operatively. Damages found during device investigation are most likely related to the explantation surgery.

Event description:
The user has been explanted due to a permanent skin reaction and wound healing problems.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.